Manufacturer narrative:
Upon review of this customer issue, it was determined to be reportable as an MDR.

Event description:
Radsuite provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. A customer reported (case (B)(4)) that they were unable to retrieve a study back from the archive to the radsuite viewer. The customer was trying to bring the study back from the archive to correct mrn information. This was determined to be a potential safety issue in the event the information cannot be corrected on the study.